Event description:
It was reported this catheter was implanted for temporary use until a newly implanted graft was ready for access. Reportedly, while injecting into the catheter, a blood return could be seen in the other catheter lumen. The catheter was removed from the pt without incident. Following removal of the catheter it was determined the graft was accessible, therefore, a decision was made to utilize the graft than place another catheter. No pt complications resulted from this event. This device has not been received for eval. Therefore, no failure analysis is available.